Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08745 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using carelink. Device powered up properly after the test battery was inserted. Device was monitored for 3 days. No blank display noted. Device had intermittent button response on the express bolus, esc, act, up arrow and down arrow buttons due to corroded keypad traces. No button error alarm noted. Device had minor scratched display window, scratched case, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a stained address or serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019. The customer blood glucose level was unknown at the time of incident and the current blood glucose level was 92 mg/dl. Customer¿s blood glucose level at the time of hospitalization was over 800 mg/dl. Customer was in intensive care unit as the insulin pump was not working and the blood glucose level was 1000 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin drip during hospitalization. Customer was not using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as positive result in ketones, nausea and vomiting. Customer was unable to complete carelink upload. Customer declined troubleshooting since the insulin pump has stopped working. The insulin pump will not be returned for analysis.